Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: [missing records: records for hernia repair on 01/??/11 were not provided.] On (B)(6) 2014: [facility ni]. (B)(6), do. History and physical. Incisional hernia. Bulging and pain near previous appy [appendectomy] incisions from 2009. Increase in pain and bulge recently. Exam: abdomen: hernia present. Impression/plan: preoperative examination. Schedule incisional hernia repair. On (B)(6) 2014: [facility ni]. Greg yant. Pre-anesthesia evaluation. Weight 240.3 lbs, bmi 33.5. Asa 2. On (B)(6) 2014: summit healthcare. Progress note. Implant sticker/implant record. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc02. Lot batch code: 11951138. W.l. Gore & associates. Implants: 8 x 12 x 1 gortex dual mesh. Quantity: 1. Site: incisional hernia. Expiration: 09/28/18. Manufacturer: w.l. Gore. Lot #: 11951138. On (B)(6) 2014: (B)(6)medical center. (B)(6), md. Discharge summary. Discharge diagnosis: incisional hernia repair. Hospital course: after incisional hernia repair and knee scope, admitted to floor for pain control. Ambulating per recommendations. Regular diet, oral pain medications. Felt stable for discharge. Discharge activities: no lifting greater than 10 lbs. The records confirm a gore® dualmesh® biomaterial (1dlmc02/11951138) was implanted during the procedure. On (B)(6) 2014: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: right lower quadrant abdomen pain. Findings: hiatal hernia present. Impression: postoperative change involving the right infraumbilical region with mesh place and loss of rectus sheath. Minimal inflammatory change in the subcutaneous tissue overlying this region. Small paraumbilical hernia present. On (B)(6) 2016: summit healthcare regional live. (B)(6), md. History report. Appendectomy ??/??/10. On (B)(6) 2018: summit healthcare medical associates. (B)(6), pa. Emergency room visit. Abdominal pain, started 2 months ago, has been intermittent. Diarrhea for past 6 days. Swelling at site of hernia began about 2 weeks ago. Exam: abdomen: reducible umbilical and right ventral hernias present. Wbc 11.49. Course of care: check labs. Patient was sent from radiology to ER. Disposition: discharged home in stable condition. Impression: acute generalized abdominal pain of undetermined cause. Diarrhea, reducible and recurrent ventral hernia, no incarcerated. On (B)(6) 2018: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Findings: previous repair of spigelian type hernia with large area of mesh right later abdominal wall. Anterior to this mesh there is now a 4.4 cm abdominal wall hernia containing adipose. Surrounding this hernia there is some edema in the subcutaneous adipose. Therefore, incarceration or strangulation of mesenteric adipose possible. No bowel seen within. There is a small umbilical hernia now seen containing unremarkable adipose. Impression: bilateral nephrolithiasis. Right abdominal wall hernia containing inflamed appearing adipose. On (B)(6) 2018: summit healthcare regional live. Implant record/implant sticker. Mesh parietex comp 25 cm x 20 cm (8x10) (covidien pco2520x). Manufacturer: covidien. Mesh symbotex round 9 cm (covidien sym9). Manufacturer: covidien. On (B)(6) 2018: summit healthcare medical associates. [Signature illegible]. Anesthesia record. Asa 3. On (B)(6) 2018: summit healthcare regional live. Post-procedure assessment report. Abdomen: abdominal binder placed as ordered. On (B)(6) 2019: summit healthcare medical associates. (B)(6), pa-c. Office visit. Surgical history: hernia repair 01/??/11. On (B)(6) 2019: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: previous right lower quadrant hernia repair, rule out recurrence. Impression: anterior abdominal hernia with mesh in place. Diminished does not cover the hernia. Left inguinal hernia. No right inguinal hernia present. Appendix not seen. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  (B)(6) 2018: (B)(6). Office visit. Right inguinal hernia previous surgery at summit in 2014. History of present illness: evaluation of recurrent right lower abdominal incisional hernia. Patient had perforated appendicitis in 2012 and had a lower quadrant incision. Developed a hernia through this. Operative report describes very large defect, and a fairly large piece of gore-tex dualmesh was used. About 5 months ago he began to experience some pain in the area and has persisted and progressively worsened. He feels swelling there as well. CT scan showed recurrent hernia on right lower quadrant. There is some incarcerated intra-abdominal fat. Bmi 34.7. Weight 249 pounds . Exam: abdomen; hernia; tender to palpitation right lower quadrant. Difficult to appreciate fascial defect, limited body habitus. Assessment and plan: recurrent incisional/ventral hernia right lower quadrant. Only major risk factor for recurrence is elevated bmi, he is not a smoker. Discussed the location of the hernia in the right lower quadrant and other difficulties in terms of securing mesh with important lateral peritoneal structures. He understands the risks of the surgery and would like to proceed. [Missing record: records for the CT scan showing ¿recurrent hernia on right lower quadrant¿ were not provided.] (B)(6) 2018: (B)(6). Discharge summary. Exam: gastrointestinal: soft, tender, non-distended, incisions dry and intact. Hospital course: underwent laparoscopic ventral hernia repair with mesh. Remained in hospital for pain control postoperatively. Admission diagnosis: ventral incisional hernia. Discharge diagnosis: ventral incisional hernia status post laparoscopic repair. Activity: no lifting over 20 pounds. (B)(6) 2018: (B)(6). Office visit. Follow up after laparoscopic ventral/incisional hernia repair. Doing well at home. Exam: no swelling, tenderness, or warmth and wound clean and dry. (B)(6) 2019: (B)(6). Office visit. Right side umbilical pain, started 3 days ago after bending over. Assessment and plan: abdominal pain during activity status post ventral hernia repair-I don¿t feel anything on exam, best evaluation would be a CT scan. If symptoms not improved over a week then get CT scan. Medications: eliquis . A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time.   It should be noted that the gore dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated result code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2014 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, hernia recurrence. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient's underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2014, including records for the previous perforated appendicitis, were not provided. (B)(6) 2014: (B)(4) center. Doran schneider, do. Operative report. Pre/postop diagnosis: incisional hernia. Procedure: incisional hernia repair with mesh. Anesthesia: general endotracheal. Description of procedure: ¿the patient was taken to the operating suite and placed in supine position. General endotracheal anesthesia was administered. The abdomen was prepped and draped in routine sterile fashion. Through his previous appendectomy incision, I excised his old scar and dissected down to a hernia sac, using electrocautery to score the neck of the hernia sac and remove it. This was an extremely large defect. With edges clearly identified, I placed a dualmesh 8 x 12 x 10 cm and tacked it circumferentially with interrupted 0 prolene sutures. With the mesh lying flat, covered the defect with a 1 cm overlap minimum throughout. I closed the fascia over the top of the repair. I placed a 10 french jp drain, sewed it into place with 3-0 nylon suture. Closed the skin with staples. Sterile dressings were applied. The patient tolerated the procedure well. All sponge and needle counts were correct at the end of the case. Complications: none apparent. Estimated blood loss: minimal. Drains: 10 french jp. Pathology: none.¿ (B)(6) 2014: (B)(6) healthcare. Progress note. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc02. Lot batch code: 11951138. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc02/11951138) was implanted during the procedure. Records between (B)(6) 2014 and (B)(6) 2019 were not provided. 11/29/18: summit healthcare regional medical center. Nathaniel m. Wolkenfeld, md. Operative report. Pre-op diagnosis: recurrent incisional hernia. Post-op diagnosis: same-multiple hernias at the previously placed trans-fascial sutures circumferentially around the mesh. Consent: obtained from patient. Procedure: laparoscopic ventral hernia repair with mesh. Implant(s)/skin graft(s): 20 cm x 25 cm symbotex coviden composite mesh and 9 cm² round coviden composite mesh. Anesthesia type: general endotrachial [sic]. Indications/medical necessity: 58-year-old male with previous perforated appendicitis and transverse right lower quadrant incision, we developed an incisional hernia through this area. He is status post open incisional hernia repair many years ago with gore-tex dual mesh, but developed a recurrence. After the risks, benefits, and alternatives to surgery were discussed with the patient, he elected to proceed. Description of procedure: ¿the patient was brought to the room in supine position and general anesthesia was induced without complication. The patient¿s abdomen was prepped and draped in a sterile fashion. A timeout was performed per protocol. We began with a 5 mm incision in the left upper quadrant at palmers point. Optical entry into the abdomen was obtained using a 5 mm optical trocar. The abdomen was insufflated and under direct vision 2 additional ports were placed: a 5 mm left lateral port and a 5 mm left lower quadrant port. The left upper quadrant port was exchanged for a 12 mm versastep port under direct vision. Adhesions were identified in the right lower quadrant, and these were taken down with a combination of blunt and bipolar cautery with the ligasure device. While taking down the adhesions multiple small hernia defects were identified with some incarcerated omentum, which was reduced with a combination of pressure from the outside and pulling on the inside. The previous mesh was identified and in fact was intact. However, at the distal end of each of the trans-fascial tacking prolene sutures, the fascia had torn and created a small hernia. The hernias were on the medial aspect of the mesh, whereas the lateral aspect was intact with no obvious hernias from the trans-fascial sutures. There were 3 or 4, 1-2 cm round defects. To obtain adequate coverage to overlap these defects, the medialmost aspect and inferior most aspect was measured, and was about 15 x 18 cm. A 20 x 25 cm composite mesh was then prepared by marking a cross down the middle of the vertical and horizontal axis, and placing 2-0 prolene sutures in the middle of each edge of the mesh. It was then rolled up and placed in the abdomen through the left upper quadrant port site, and then unrolled with the rough surface facing the abdominal wall the smooth surface facing the bowel. Puncture incisions were made in the skin and a laparoscopic suture grasper used to bring up the tails of the prolene suture, and this brought the mesh to the abdominal wall. The abdominal pressure was then turned down to 10 mmhg. The prolene sutures were tied down. Absorbable tacks were then placed along the circumference of the mesh and at points in the middle as well. Evaluating the mesh along the abdominal wall it appeared that just at the medialmost aspect, there was a small umbilical hernia that was not covered by the mesh. A small puncture was made in the skin overlying the center of the hernia, which is about 1 cm and round. An 0 ethibond suture was then placed in a figure-of-eight fashion using the laparoscopic suture rasp under direct vision. The abdominal pressure was turned down to 8 mmhg and the suture was tied down closing the defect primarily. A 9 cm² round composite mesh was then placed in left upper quadrant after a 2-0 prolene suture was placed in the center. The laparoscopic suture passer was used to go through the center of the defect and bring up the tails of the mesh that center the mesh over the defect, and it overlapped with the previously placed mesh on the medial aspect. It was tacked to the abdominal wall with more absorbable tacks. At the end of the procedure the mesh appeared to be in good place, all defects were covered with a good 3-4 cm overlap. The abdomen was hemostatic. The fascia of the left upper quadrant port site was closed with a single 0 vicryl suture using a laparoscopic suture passer under direct vision. The patient tolerated procedure well. All sponge and needle counts were correct at the end of the procedure. Estimated blood loss 35 ml. Post-op condition: stable. Post-op plan: to pacu for recovery.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.